Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however, the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection were performed. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to cardiac arrest. In the month prior to death, the pt experienced a myocardial infarction and was hospitalized the same day. Treatment was not reported. Thirteen days later, the pt passed away. Pd therapy was ongoing until the time of death; however, the pt was not performing therapy with the hc at the time of death. An autopsy was not performed. Additional information was requested but was not available.